Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿right side of the screen was illegible obscuring the volume delivery.¿ the unit was triaged and the customer¿s reported condition was confirmed. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit has an issue with the display. Upon triage on (B)(6) 2017 the service technician found that the right side of the screen was illegible obscuring the volume delivery.